Event description:
The complainant reported that the wire tip broke off in the brachial artery during a lower extremity angiogram to assess a clotted bypass graft. The brachial artery was chosen because of the pt's comprised femoral vascular anatomy. During the procedure, the left brachial artery was accessed and it was noticed that the tip of the guide wire had coiled up. The needle was carefully removed over the wire. An effort was made to remove the guide wire when resistance was felt and the wire broke off inside the pt. Access was obtained in a different location via the brachial artery and the angiogram was performed without incident. The pt was subsequently sent to the operating room for thrombectomy of the clotted graft along with removal of the fractured guide wire. The pt is reported to be doing fine since the incident occurred.

Manufacturer narrative:
Device eval: the suspect guidewire and an unused guidewire from the same lot as the suspect device were returned to merit for eval. The complaint was confirmed; the wire had come apart and the distal piece had coiled into a knot. The suspect and unused wires were measured and visually inspected and met mfg specs. The device history record was reviewed and no spec deviations were noted that could be related to this event. During simulated use testing of unused product, it was found that the guidewire could be manipulated into a knot when it met resistance. However, based on the info received, the cause of this particular incident could not be determined. There were no related incidents identified in the complaint data for this lot. Additionally, this type of incident has not occurred since early 2005. Although the complaint was confirmed, the root cause of the tip separating could not be determined. H6. Other - measurements taken, device history record reviewed, complaint data reviewed. Results: other - root cause could not be determined.